Event description:
The customer reported that an undetermined amount of clear reagent leaked from the coulter® act diff 2 analyze baths that were not draining properly and instrument was generating hgb voteouts. Leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found both baths were not draining properly and the vacuum isolator chamber (vic or vc1) and baths were overflowing causing interference with hemoglobin (hgb) and vote outs due to the waste pump intermittently not draining. He replaced the waste pump to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).